Event description:
It was reported that the catheter was inserted into the pt. Clinician was unable to remove the introducer needle of guidewire, nor could they remove the catheter. The had to surgically remove the catheter, which was in the arterial lumen as directly visualized. The catheter had "crumpled accordion style" locking it in place. In 2007, received follow-up information which indicated it took approx six "pokes" before flash was obtained. Clinician then ran wire past black line, advancing red hub along with catheter, which went smoothly; however, it could not be advanced to reach lock-out position. At this time clinician tried to pull catheter off needle, but great resistance was met. He then tried to withdraw entire assembly, but could not. Pt was taken into or and a cut-down was performed. Md confirmed everything was contained on pt's artery. The catheter was removed successfully and the artery was sutured. The pt is having a craniotomy performed. After the catheter was removed and examined it was noted to have "crumpled like an accordion" causing it to lock into the artery and that is why they could not remove it initially.

Manufacturer narrative:
A follow up report will be filed if more information becomes available.